Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device exhibited noise on right atrial (ra) channel and shock channel during office interrogation. The device was not sensing, and the noise was not able to be reproduced with isometrics and pocket manipulation. The lead testing was normal and stable. Technical services (ts) reviewed and stated that the noise was due to electromagnetic interference (emi) and oversensing was not noted. Ts recommended further testing. This device remains in service. No adverse patient effects were reported.